Event description:
Source: (B)(6) / while we were using the handpiece it got hot and burned the patient inside of their lip and cheek. / product details: woodpecker 1:5 handpiece (german bearing), serial number (B)(6), manufacture number w2430260ftl.